Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis for not detecting plunger. No physical damage was identified during the physical inspection. During analysis, the reported issue was able to be duplicated. Based on the evidence, the complaint was confirmed. Not detecting plunger was caused by the q1 broken off from plunger board and plunger board broken off from glue. Service replaced the plunger board and performed a pm maintenance and all functional testing. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that the pump was not detecting the plunger.

Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. A review of the event history log (ehl) identified syringe plunger not in place the root cause of the issue is known and is design related. This issue will be monitored for an increase in occurrence. If the occurrence of this issue increases significantly, additional action will be taken. Correction: no problems or issues were identified during the device history record review.